Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the user contact lens care started at 3:00 p.m. On (B)(6) 2025. The user put the lenses into the eyes at 6:00 am on (B)(6) and felt pain. The user experienced hyperemia when the lenses were removed. The tablets had dissolved in the disinfectant solution which turned pink as per the directions for use (dfu). The user also reported rinsing out their eyes and seeing the ophthalmologist who prescribed sodium hyaluronate for the red conjunctiva. There were no issues in the patient's cornea. The eyes are now calm. No further information was provided. This report is for the disinfectant solution. A separate report will be submitted for the neutralizing tablets.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: january 7, 2026 section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on the returned product. No cracks were observed on the oxycup. A chemical test was performed on the returned product, all test items met the product specifications, and no product deficiency or malfunction were observed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product quality deficiency identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.